Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning and oversensing were noted on the right atrial (ra) lead. The patient was lost to follow up however it appears the lead was previously reprogrammed to unipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.